Event description:
It was reported that on (B)(6) 2021 the patient had a new wound with subsequent drainage. The patient was admitted on (B)(6) 2021 for incision and drainage (I&d). No antibiotics were given on admission. A chest wall drainage swab resulted in few polymorphonuclear leukocytes (pmns) and no organism. A routine culture revealed a colony of staphylococcus epidermidis, neisseria sicca group. A left chest wall exploratory procedure was performed on (B)(6) 2021 where purulent material was found within the sinus tract. The pump chasse was exposed. The polytetrafluoroethylene (ptfe) was removed and the area was irrigated with antibiotic saline. A culture of left chest wall tissue on (B)(6) 2021 revealed moderate polymorphonuclear leukocytes (pmns), rare intracellular glycerophosphocholine (gpc), and rare intracellular gram negative (gn) diplococci with cultures positive for methicillin-resistant staphylococcus epidermidis (mrse), neisseria sicca group. A left chest wall fluid sample also revealed revealed many polymorphonuclear leukocytes (pmns), rare intracellular glycerophosphocholine (gpc), and rare intracellular gram negative (gn) diplococci with cultures positive for neisseria sicca group. Left chest wall sinus tract tissue revealed few polymorphonuclear leukocytes (pmns) and no organisms. An additional left chest wall drainage swab on (B)(6) 2021 revealed few polymorphonuclear leukocytes (pmns) and no organism however culture was positive for neisseria sicca group. The patient was given intravenous antibiotics which were completed on (B)(6) 2021. On (B)(6) 2021 the patient was started on an oral antibiotic regimen (cefpodoxime and doxycycline).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. The patient remained ongoing on (B)(6), until they were transplanted on (B)(6) 2021 which is reported under MFR # 2916596-2021-04127; the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31mar2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bacteria culture from their thoracotomy site.